Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. The investigation was unable to determine a conclusive cause for the reported difficulty removing the bdc from the guiding catheter. However, factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the left anterior descending (lad) artery. A 4.5x12mm nc trek balloon dilatation catheter (bdc) was used for post dilatation without issue. During removal of the bdc, difficulty was met. The bdc was repeatedly inflated and deflated but could not be removed. The entire guiding catheter had to be removed to retract the bdc from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.